Event description:
It was reported by service report that the footboard display was giving an error code of 304 for the ibed system. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: disconnected switch.